Event description:
The patient suffered from infrarenal aortic aneurysm and developed in 1997 an aneurysm rupture. He was treated with implantation of aortic-bifemoral y prosthesis. In the further course, a new aneurysm occured. On (B)(6) 2013, the patient was treated using a gore excluder aaa endoprosthesis featuring gore c3 delivery system was placed caudal to the left renal artery. Gore excluder aaa contralateral leg endoprosthesis and gore excluder aaa aortic extender endoprostheses were implanted due to shortened proximal landing zone two additional gore excluder aaa aortic extender endoprostheses were implanted. Superior mesenteric artery was partially covered intentionally. A nitinol stent was implanted successfully to safe the opening of the superior mesenteric artery. Control angiogram showed sufficient results. At the end, pulse could not be detected. Despite of concomitant treatment with heparin, several thrombectomies had to be performed successfully. The patient was transferred to the intensive care unit.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.